Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.

Event description:
It was reported the pump had eroded through the skin. The device was replaced. No patient injury was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.